Event description:
While utilizing marlow 33cm laparoscopic scissors, a piece of the scissors which allows the cutting edges to close fell off of the device and into the pt. The piece could not be located by the physician.